Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was incorrect. There was no reported impact to the customer's blood glucose level as a result of the time issue. Tandem technical support assisted the customer with correcting the time.